Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a gastrointestinal (gi) bleed. Labs showed a hemoglobin of 6.2. An endoscopy performed on (B)(6) 2022 that showed three arteriovenous malformations (avms). The patient was treated with one unit of packed red blood cells (prbcs) and octreotide. The gi bleed resolved with treatment. The patient was discharged on (B)(6) 2022 and had been doing well at home since.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.